Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was not delivering a bolus; the customer disconnected from the device and programmed a 5.0 unit bolus but no drops exited the tubing. The patient's blood glucose at the time of incident was 15.0 mmol/l. Troubleshooting was initiated for the failed bolus. The customer removed the reservoir from the insulin pump and used a plunger to push out insulin: insulin successfully came out. A displacement test was performed and the reservoir was reinserted into the insulin pump; the customer then performed a fill tubing without incident. However, when another 5.0 unit bolus was programmed insulin did not exit the tubing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.